Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no display anomaly noted. The display is readable and no rainbow colors noted on lcd window. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump has a bad display and can't read the screen. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.